Event description:
The patient was undergoing an embolism procedure for an aneurysm in the internal carotid artery to the right ophthalmic artery using a penumbra coil 400. The patient had normal blood vessel and no arteriosclerosis. The coil 400 was inserted from the right femoral artery through a px slim delivery microcatheter. The physician and advanced and retracted the coil several times before realizing that the coil had detached with three loops remaining in the aneurysm. The physician retrieved the coil and the px slim delivery microcatheter with a gooseneck snare. There was no kink in the px slim delivery microcatheter. The procedure was completed with another coil and microcatheter. Physicians comment: since I manipulated these devices carefully as always, it was quite unlikely that the px slim delivery microcatheter or the coil 400 got kinked. It was also unlikely that a clot occurred inside the catheter, because there was a good score in act. I cannot tell the cause.

Manufacturer narrative:
Result: the pusher assembly appears to be fractured approximately 41.2 cm from the proximal end of the hypo-tube. The coil is also so damaged, and the pet-lock is still intact. Conclusion: the device was returned for analysis and has been evaluated. The compliant indicates that the coil detached unintentionally during the procedure after advancing and retracting the coil into several times. Based on the evaluation of the returned devices, it appears that the force used during the retraction of the coil exceeded product specification. All components that are involved in keeping the coil attached to the pusher assembly were measured and were within specification. It is possible that during several retractions into and out of the catheter, the force needed to manipulate the coil exceeded the tensile strength of the interaction between the coil and the pusher assembly causing the coil proximal constraint ball to slip from the ddt and the coil to detach before the detachment handle was actuated. In addition, the hypo-tube of the pusher assembly was fractured. This damage was also likely due to post-procedural handling as it was not described in the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.